Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process. Mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2012; mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2013; mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2015; mwr-(B)(4) submitted for adverse event which occurred on (B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2008 and mesh was implanted. It was reported that the patient underwent a diagnostic laparoscopy, lysis of adhesions and open repair of a recurrent incisional hernia on (B)(6) 2012 during which the previously placed mesh is noted to have been resected and all adhesions were taken down. It was reported that the patient underwent lysis of adhesions and repair of multiple abdominal wall hernia on (B)(6) 2013 during which the surgeon noted multiple previously placed meshes were noted to have pulled away from the hernia defect. It was reported that the patient underwent lysis of dense adhesions and repair of abdominal hernias on (B)(6) 2015. It was reported that the patient underwent lysis of dense adhesions, reduction of incarcerated hernia and repair of an incisional hernia on (B)(6) 2016. It was also reported that the patient underwent an extensive lysis of adhesions, reduction of strangulated small bowel and repair of recurrent hernia. It was reported that the patient experienced severe pain, recurrence, adhesions, dense adhesions, bowel obstructions, inflammation, scarring, anxiety and stress. No additional information was provided.